Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman access system. The reported information gave no indication of the device being damaged prior to the procedure, with the sheath kinking during partial recapture of a watchman implant. The sheath kink is attributed to force being used during the procedure, in conjunction with the watchman delivery system.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that access system became kinked after a partial recapture of the closure device. There was no damage noted to the wds. No patient injury or complications were reported. Procedure was completed with another of the same device.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device and delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that access system became kinked after a partial recapture of the closure device. There was no damage noted to the wds. No patient injury or complications were reported. Procedure was completed with another of the same device.